Event description:
Information was received from a company representative and a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported they may be dealing with an "electrical leak" it was further reported the "electrical leak" was not determined as it was not definitive. They first experienced it in (B)(6) 2015 many years post-op. On (B)(6) 2016 the representative would perform a number of impedance check tests while the patient puts stress on the system. Based on the "presentation, the patient report, and normal impedance findings, they hypothesized that it was an electrical lead." It was not definitive. To their knowledge, the patient turned off his device in (B)(6) 2015 voluntarily and had not had it on since. They would discuss their options with their doctor on (B)(6) 2016.

Manufacturer narrative:
Other applicable components are: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: extension. Product ID: 64002, product type: adapter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that on (B)(6) 2016 the healthcare provider (hcp) had replaced both extensions and the adaptor, after finding that both leads had normal range impedance testing through a screening cable, and had connected them to the existing implantable neurostimulator (ins). The patient was reprogrammed to existing settings and responded significantly with 90% tremor control in right hand/arm and 80% tremor control in left hand/arm. The right extension had migrated to the mid-neck and the left lead/extension connection had migrated to the device pocket.

Manufacturer narrative:
Analysis of the extension (B)(4) found no anomalies and analysis of extension (B)(4) found the distal end molded rubber cut. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.